Manufacturer narrative:
Sections with additional information as of 02-jun-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-12: product expired. Manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for various error message accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of shakiness, dizziness and light-headed. Medical attention is reported as a result. Customer went to the hospital and was administered IV solution. Furthermore, customer was given sugar water, graham crackers, and apple juice to elevate her glucose. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 04/30/2018 (expired) and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.